Manufacturer narrative:
Results: siderail cables.

Event description:
It was reported by service report that the siderail bed functions were not working due to damaged cables. No patient involvement or adverse consequences are reported.